Event description:
The surgeon was doing her final tightening of a screw and as she fully seated the screw she was unable to get the screw off the driver, when she finally did the tip of the driver broke off. We repeated the same thing for the next screw and the same thing happened with a second driver. A third driver was to complete the case.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The driver was examined visually under magnification. The fractured surface appearing mostly flat. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. However, based on the information received no coot cause could be determined. Related to 3025141-2025-00240.